Manufacturer narrative:
Product event summary: the mapping catheter 990063-020, lot number: 214946572 was returned and analyzed. Visual inspection of the reported mapping catheter showed the shaft was kinked. Additionally, the mechanical verification of its steering function was normal. The movement and deflection of the catheter distal to the lemo connector did not induce any interference noise. In conclusion, the reported issue (noise) was not confirmed through product testing. The mapping catheter failed the returned product inspection due to the shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, noise was detected in the electrocardiogram (ECG) with the mapping catheter. The mapping catheter was replaced with resolve. The case was completed with cryo. The mapping catheter subsequently tested out of specification per the manufacturer's investigation. No patient complications have been reported as a result of this event.